Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported right side rupture via ultrasound. The device remains implanted.

Event description:
Patient reported a ruptured right implant. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, additional observations: deformation observed. White particles on the surface of the shell observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture via ultrasound. The device has been explanted.

Event description:
Device has been explanted.